Event description:
Respiratory therapist operating adaptor (connected to vent). Pressed down mdi metered-dose inhaler to administer puff and noted mdi counter not counting down medication dose. Happened multiple times when using adaptor. When respiratory therapy manager investigated, problem did not present itself when not using adaptor (inhaler alone). Therefore mdi inhaler functioning properly when not used with adaptor. Upon further investigation, it was noted that the speed/pressure applied when pressing down mdi affected the mdi countdown.